Event description:
During a cryoablation procedure, the physician noticed a loss of phrenic nerve capture which occurred at 119 seconds into the first cryo application of the right superior pulmonary vein. The ablation was stopped. Patient recovered the next day. No product malfunction occurred during procedure.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.